Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information concerning this event will be requested from the field.

Event description:
It was reported that this right ventricle (rv) lead had dislodged a couple weeks after implant. Subsequently, this patient underwent a revision procedure and this rv lead was explanted and successfully replaced with a different lead.